Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has an auto-test failure. The efficia dfm100 defibrillator, model (B)(4), is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model (B)(4). There was no reported patient involvement.

Manufacturer narrative:
.